Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had blood glucose levels of 400 mg/dl and 35 mg/dl the day prior to the call. Customer treated with a manual injection and food, respectively. Blood glucose level at the time of the call was 288 mg/dl. Customer also reported that the meter may be malfunctioning. During troubleshooting, the insulin pump did not show any sign of malfunction. The insulin pump was not replaced or returned for analysis.